Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device had cracked case at display window corners, cracked display window, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 398 mg/dl, which was treated with manual injection. The customer stated that she was unable to reach any of the menu options and also observed moisture under the keypad. She noted that she had tried pressing all buttons, but they did not respond. She stated that she pressed the act button, which triggered the device to vibrate but did not work properly. She reported that she runs with the insulin pump on, so she may have gotten sweat on it. Advised replacement of the insulin pump. Nothing further reported.